Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -17.0/2.5/086 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2022 as an exchange lens. It is reported that "the icl has low vault with significant inferior decentration and ccw rotation. Despite replacing icl with one step larger sized icl the vault remains shallow and inferior decentration supports undersizing of replacement icl despite increasing size one step." The lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted. See MFR# 2023826-2022-04429 for initial lens.

Manufacturer narrative:
Clinical code: 4581: significant inferior decentration. Investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim#: (B)(4).

Manufacturer narrative:
Additional information: b5: received information that this exchange lens did resolve the issue of low vault. This claim is not a complaint due to no product deficiency against the lens. Please disregard the initial MDR. Claim#: (B)(4).